Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be intact; all buttons were responsive during investigation. The keypad cover was removed to inspect under contacts; no contamination was found under the contacts. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. The reported under-responsive issue with the keypad buttons was not duplicated during investigation. Unrelated to the complaint, there was evidence of internal moisture found. The battery compartment was found to be cracked at the case seal below the bumper and was cracked at the case seal to the left of the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.